Event description:
Device 2 of 2. MDR report reference: 1627487-2019-00427. It was reported that on (B)(6) 2018, the patient underwent a permanent implant surgery following the completion of a trial. During the surgery, one lead was inadvertently removed, but effective therapy was established post surgery. Patient later stated the therapy was not effective on their right side and went into surgery on (B)(6) 2018. The physician implanted a new lead and effective therapy was restored after the operation.